Event description:
Device 2 of 2. Reference MFR report #1627487-2014-12771. It was reported the patient had ineffective stimulation during a trial. An x-ray revealed one of the leads migrated. On (B)(6) 2015, the physician explanted and replaced one lead and repositioned the other lead. It is unknown which lead was explanted. The patient reported effective stimulation following the procedure on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.